Manufacturer narrative:
(B)(4). This complaint is for a report of a leak in a cassette was confirmed and the root cause was determined to be use error. The home patient confirmed that the leak did not come from the bag but was a result of not having the connection secured tight enough. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting of a check supply line alarm that appeared on the homechoice (hc) during use, while the home patient (hp) was bypassing to dwell; the hp stated there was a leak. The hp stated they set up 3 of the 5000ml bags and one last fill bag. The technical service representative (tsr) asked the hp if it was possible the bags leaked and the hp stated the floor was wet. The tsr assisted the hp with ending the therapy. There was patient involvement, but no patient injury or medical intervention was indicated at the time of this report.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed.a follow-up report will be filed should additional information become available.